Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed a high threshold. To resolve the issue, the customer disconnected, cleaned, inspected, and reloaded their supplies with the same equipment, then resumed insulin use.